Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had a stroke. The patient was not using the aircurve 10 device at the time of the event.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The investigation found the air leaks within the device due to a faulty chassis seal. The device would continue to provide therapy. With the information available, resmed's clinical opinion determined that there was no relationship between the device to the reported event. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a patient had a stroke. The patient was not using the aircurve 10 device at the time of the event.